Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If a device history record (DHR) review was conducted: part number: 03.130.010 , synthes lot number: 9836610 , release to warehouse date: 16nov2015 , manufactured by: synthes monument . Nr was generated for illegible etch for qty one (1) device. One (1) quantity was scrapped. This non-conformance for illegible etch is not relevant to the complaint condition of a twisted tip. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of a twisted distal stardrive tip, which agrees with the reported complaint condition. Visual examination under 10x magnification identified that the t4 stardrive tip is slightly twisted in the direction of resistance encountered during screw insertion. Document/specification review: design drawing 03_130_010 revision d was reviewed during this investigation. The screwdriver shaft 1.3/1.5 t4 self-holding (part# 03.130.010) is a reusable trauma instrument in the variable angle locking hand system where it is utilized for the insertion and removal of 1.3mm and 1.5mm screws with t4 stardrive recesses. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: an accurate measurement of the twisted tip diameter could not be achieved at cq because of the post manufacturing damage (twist). The shaft diameter just proximal to the stardrive tip measured at cq and is within specification per relevant design drawing. Conclusion: a definitive root cause for the tip twisting could not be determined based on the provided information. It is most likely that excessive force during screw insertion occurred and it can be assumed that a mechanical overload led to the deformation of the screwdriver tip. In this relation page 50 of the variable angle locking hand system surgical technique guide can be mentioned: "when inserting screws, use a two-finger tightening technique." The reported complaint condition is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that four (4) stardrive screwdrivers were received back from the field with a note stating that the devices were bent during a surgery on an unknown date. The stardrive screwdrivers were inspected at the loaners department where it was noticed that two (2) out of the four (4) screwdrivers had the tip twisted. The patient outcome and surgical outcome are unknown. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 4 of 4 for (B)(4).